Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a vizigo sheath and they were unable to get the vizigo sheath across the septum after several attempts. Soundstar catheter and decanav catheter inserted into the right atrium (ra) with no issues. Transseptal to left atrium (la) was attempted with brk needle and vizigo sheath (physician aware this was off label use) and the physician was unable to get the vizigo sheath across the septum after several attempts. Physician pulled vizigo sheath out and upon inspection noticed that the sheath appeared to be defective. Tip of sheath was pushed out of the rubber at a strange angle. New vizigo sheath was opened, transseptal was successfully attempted under same method. Physician confirmed no issues regarding patient outcome due to faulty vizigo sheath. Case continued on as normal and case deemed successful. No patient consequence reported. No significant delay. Additional information was received. Deformation, tip of the sheath was sticking through the ¿rubber¿ part at a strange angle. The ¿unable to get the vizigo sheath across the septum after several attempts¿ issue was assessed as MDR reportable. The ¿tip of sheath was pushed out of the rubber at a strange angle¿ issue was assessed as non MDR reportable. The most probable consequence is customer annoyance and procedure delay. The risk of patient harm is considered remote.

Manufacturer narrative:
The device evaluation was completed. The device was returned to johnson & johnson medtech (j&j) for evaluation on 18-feb-2026. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the soft tip was observed deformed. A microscopic examination was performed to review the tip in detail, and it was observed that the dilator was exiting the irrigation hole of the device. The resistance felt by the customer could be related to skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be considered that a small incision can be a contributing factor to this event. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage on the soft tip could be related to the resistance issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to that during the transseptal to la was attempted with the brk needle and vizigo and this is off label use. The instructions for use contain (IFU) the following warning and precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Before inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to user (d11) / component code: tip (g04129) were selected as related to the customer¿s reported ¿unable to get the vizigo sheath across the septum after several attempts¿, ¿tip of sheath was pushed out of the rubber at a strange angle¿, and ¿off label use¿ issues. In addition, biosense webster inc. Analysis finding of the ¿dilator was exiting the irrigation hole of the device¿. Investigation findings: usage problem identified (c23) / investigation conclusions: cause traced to user (d11) / component code: tip (g04129) were selected as related to the customer¿s reported ¿unable to get the vizigo sheath across the septum after several attempts¿, ¿tip of sheath was pushed out of the rubber at a strange angle¿ and ¿off label use¿ issues. In addition, biosense webster inc. Analysis finding of ¿off label use¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).